Event description:
The user facility reported that steam was leaking from their renaissance sterilizer and set off the fire alarm. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the pressure regulating valve had failed which caused the reported event. The technician rebuilt the pressure regulating valve. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.